Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging seizures. There was no report of harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as product problem. After pms decision has been changed, it was determined that the customer reported as serious injury. In previous report, the manufacturer reported incorrect information in box b. The following correction has been updated in this report. In box b: adverse event or product problem as both and outcomes to ae as other was corrected. In box h: type of reported complaint as serious injury was corrected. In box h6: health impact code was corrected.